Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6). Section e1- address 1 complete entry = (B)(6). This report is being filed on an international product, list number 3p25, that has a similar product distributed in the us, list number 2r98.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results generated for a patient sample. The following data was provided (customer¿s reference range =0.034 ng/ml): sample ID (B)(6) (B)(6) 2024 initial = 0.074 ng/ml (B)(6) 2024 same patient, new sample obtained and result = 0.093 ng/ml, repeat on another architect ((B)(6)) = 0.083 ng/ml new sample obtained and run on beckman platform at another hospital: result = 0.0034 ng/ml (customer¿s reference range =0.0175 ng/ml) no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates that the reagent lot performs as expected. A review of tracking and trending did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances, potential non-conformances, or deviations with the complaint lot. In-house accuracy testing was completed using panels which mimic patient samples using an in-house retained kit of the complaint lot. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency with the architect stat high sensitive troponin-I reagent kit, lot number 57517ud01, was identified.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results generated for a patient sample. The following data was provided (customer¿s reference range =0.034 ng/ml): sample ID (B)(6)08jan2024 initial = 0.074 ng/ml 09jan2024 same patient, new sample obtained and result = 0.093 ng/ml, repeat on another architect ((B)(6)) = 0.083 ng/ml new sample obtained and run on beckman platform at another hospital: result = 0.0034 ng/ml (customer¿s reference range =0.0175 ng/ml) no impact to patient management was reported.